Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that sometime in (B)(6) 2013, a couple of months after implant, the patient fell and ever since then stimulation has not worked the same. The patient also had another fall in the (B)(6) 2014. He was working on a screen door, lost his balance, and fell over. It was noted that the stimulation system was not working right. The patient went to see their new managing physician the day prior to the report of the event, and she wants the patient to use an external stimulator and the patient needed to know if that was okay to use. The doctor also wanted the patient to come back in a month as the doctor wanted to do a surgery to replace the implantable neurostimulator and use a paddle lead, but first the patient needed to walk with better posture before the doctor would implant again to make sure the patient is not going to fall. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Other applicable components are: product ID: 977a275, serial# (b)4, implanted: (B)(6) 2013, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that his lead wires were replaced. The patient reported that he had a fall on his porch. The patient reported that the doctor replaced the leads with paddle leads. The patient was unsure when the revision occurred. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.